Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 450 mg/dl and high ketone levels resulting in a hospitalization. A healthcare provider identified the ketone levels as dangerous. The elevated bgs led to an epileptic seizure resulting in the customer biting down on the tongue and cheeks. Reportedly, the customer's brain felt "scrambled" due to the severity of the seizure. Reportedly, the customer suspected the cause of the adverse event to be due to lack of insulin being delivered via the basal deliveries by the tandem pump. At the time of the event, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or insulin in use. The customer was treated with insulin drips; no further information related to the treatment was received. The treatment resolved the issue, and the customer did not sustain any permanent damage.